Event description:
(B)(4). It was reported by the territory business manager that the airptmbdy18 seat cushion for a power wheelchair was installed over a silver plastic shroud piece with sharp edges accessible to the end user, the technicians, and the caregivers. Additionally, it was reported that upon removing the cushion, inside the silver shroud, there was a metal seat pan, and on the front there was an u shape cutout, which created a second sharp point posing a potential risk for injury. There was no injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).